Event description:
Mdm insert and head disassociated requiring revision.

Manufacturer narrative:
Reported event: an event regarding disassociation of a head from an adm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted liner with nothing remarkable to report. -medical records received and evaluation: not performed as no medical information was received for review -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as evaluation of the devices, operative reports, pre- and post- operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Mdm insert and head disassociated requiring revision.